Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not vibrating. Additionally, the pump intermittently did not annunciate an audible tone. Additionally, the battery depleted quickly. There was no reported impact to the customer¿s blood glucose. No additional information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.